Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the mouse of the navigation system was unresponsive to prompts from the user when attempting to move the cursor up. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a second mouse was used to complete subsequent procedures. Additional troubleshooting reported that the mouse was replaced to restore functionality.